Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing in the pyxis medstation es system or server. The technical support specialist restarted the bd pyxis external inbound processors service and were able to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had patients was not showing up in pyxis machine or server. The customer stated that they had to place the stations in critical override to obtain the necessary medications for the patients, resulting in a delay in patient care there were no adverse events or injuries reported based on this event.